Manufacturer narrative:
A visual assessment of the vault-c driver ((B)(4), 3200mm) and review of complaint documentation show that the hexalobe tip sheered during an application of torque. It is unknown if an awl or drill was utilized to prepare a pathway for the screw, and therefore, the exact cause for failure is unable to be determined. Review of manufacturing history records found a total of 31 pieces of lot 3200mm were released for distribution on 6/6/14 with no deviation or anomalies. This lot was manufactured to revision b of the (B)(4) drawing. Two-year review of complaint history for (B)(4) did not identify a trend for reports of this nature.

Manufacturer narrative:
Other serious (important medical events) - this is being reported as a serious injury (retained foreign object) due to the fractured tip of the driver being left in the head of the screw implanted in the patient. Other - investigation in process but not yet complete. Upon completion, a follow up report will be submitted.

Event description:
During the placement of the upper screw for the 1st placed cage doctor was applying torque to advance and the tip of the driver broke. The shard was not able to be removed from the patient.